Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) had an alarm during fill one on the home choice (hc) the previous night. The hp stated they had drained what the hc filled and then performed a manual fill. The hp was continuing to use the hc. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review will be completed. A service history review was performed revealing this device has never previously been sent to baxter for service. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The reported condition could not be confirmed and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.